Event description:
In march 2006, kinetikos medical, inc., was informed of the explant of a wrist fusion system implant in a male pt in 2005 to address pain. The explanted components were not returned to kmi for evaluation. The attending physician was contacted ten days later and provided details of the pt condition and the source of the pain reported.